Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was in back-up mode. The pacemaker was reprogrammed on 07 feb 2022. The patient was in stable condition.